Event description:
On (B)(6) 2008, the pt called for assistance with changing his insulin cartridge. Prior to calling, he had inserted the insulin cartridge into the infusion device before attaching the adapter and infusion tubing. This caused insulin to spill into the cartridge compartment of the infusion device. He dried the cartridge compartment before calling. The pt was assisted with inserting a new insulin cartridge and he was advised to always attach the adapter and infusion tubing before inserting the insulin cartridge into the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.